Manufacturer narrative:
Nihon kohden orangemed will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator continued to ventilate the patient with the graphic user interface (gui) displaying waveforms correctly, however, the touchscreen was nonresponsive to touch. There was no harm to the patient. The patient was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.